Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. As a result, the patient underwent removal and replacement with a 350cc mentor memorygel breast implant (catalog #: smpx350) on (B)(6) 2021.